Event description:
The customer reported via phone call that the insulin pump had a blank display during a bolus attempt. The customer stated that the screen became blank for less than 30 seconds. She stated that the insulin pump showed a completely empty battery but later showed that it had full power. The customer's blood glucose was 279 mg/dl. She did not have a new battery to test with the insulin pump and was advised that a replacement battery cap would be sent. She was advised to insert a new battery as soon as possible, and if the display did not return, she was advised to discontinue use of the insulin pump and revert to a back-up plan until the replacement battery cap arrived.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.